Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after reconnecting pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was able to clear alarm and resume insulin.